Event description:
It was reported to philips that an e-stop error caused system downtime; reboot resolved issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
System rebooted; operational after restart. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).